Event description:
Eight hours after the pt was switched to another ventilator caused by unit shut down (see importer report # (B)(4) for the sequential incident), this ventilator shut down with an audible alarm. The pt was ambu bagged. The hospital staff did not recall what error message was shown at the time of the incident. Turning the power off and on fixed the problem except for the trigger setting changed to different setting. The ventilator was running on ac power at the time of the incident. The ventilator was brought back to the distributor's office. The reported problem could not be confirmed after 200 hours of running the unit. Please note that there were no serious injuries in this case.

Manufacturer narrative:
Eval summary: the reported problem was not duplicated after intensive investigation of the returned ventilator. Checked pcs download calibration tables of the returned ventilator and noticed motor ds count 1. It means the ventilator experienced one unexpected shutdown. Allowed ventilator to ventilate for 24 hours at user settings; the unit did not shutdown and no alarms were activated. No problem found. Visually inspected the manifold and did not notice anything unusual. Visually inspected all pcbs and did not notice anything unusual. Inspected all cables and all connections were secured. Ran ventilator for 24 hours under stressful settings: the unit did not shut down and no alarms were activated. No problem found. The ventilator was performed full calibration, operational verification procedure and battery test and it met all required spec.